Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011; inratio: 3.9; doctor's poc: 3.0. Date: (B)(6) 2011; inratio: 2.2; doctor's poc: 1.9; lab: 1.7. Tests on (B)(6) 2011 were performed within 2 hours of each other. Tests on (B)(6) 2011 were performed simultaneously. Tests result on (B)(6) 2011 was obtained while being trained for pts initial training set-up by philip's trainer.

Manufacturer narrative:
Investigation pending.